Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, it seems the patient had an electromechanical dissociation in the nephrology department then patient died. The subject device will be returned for analysis.

Event description:
Reportedly, it seems the patient had an electromechanical dissociation in the nephrology department then patient died. The subject device will be returned for analysis.

Event description:
Reportedly, it seems the patient had an electromechanical dissociation in the nephrology department then patient died. The subject device will be returned for analysis.